Event description:
It was reported to philips that the system was not responding, it was frozen. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further inspection, fse identified that the wireless footswitch was showing a flashing red led. Fse replaced the wireless footswitch and wireless base station to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The wireless footswitch and wireless base station were returned for further analysis. Functional testing was performed and no failure was observed. The codes were updated based on the investigation outcome.